Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked battery compartment. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: end cap address label missing, partially broken retainer, battery tube threads - cracked, cracked case (battery tube), cracked belt clip rails, cracked case and scratched case. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked case, cracked battery tube case, cracked belt clip rails and cracked battery tube threads were noted. Retainer ring damage confirmed due to partial broken retainer ring and broken reservoir tube lip. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.